Event description:
It was reported that a patient underwent coronary surgery on (B) (6) 2009 and absorbable hemostat was applied to the mediastinum to control bleeding. On (B) (6) 2009, the patient underwent a re-operation where clots and a part of the mediastinum were removed then the mediastinum was re-sutured. These tissues were analyzed and the mediastinum cultured positive for gram +bacilo. The patient was treated with antibiotics. Currently, the patient is healthy.

Manufacturer narrative:
(B) (4). Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.